Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported seeing a nurse ¿a long time ago¿ not use the roller clamp and had a free flow. This was reported to bd associate during the site visit. No further information provided, no products available for investigation. There was no information on patient involvement.